Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Unit did not come with a power supply. The back plate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. Unit could not replicate sparking from the power cord. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Complaint involving sparking from exposed wire is unconfirmed due to power cord not being returned.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The user reported frayed wires of the power extension cable. The user also stated that the unit sparked where the damage was noted. The unit was replaced and there were no adverse consequences reported by the user.